Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: evaluation codes (device code). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- litigation papers allege that corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. It is further alleged that the patient has experienced severe pain and discomfort and inflammation in her right and left thigh and hip area, as well as her groin. Patient has experienced episodes of a grinding and popping sensation in her right and left hip. Doi: (B)(6) 2009 (right hip) (B)(6) 2009 (left hip) dor: none reported. Patient is a resident of (B)(6). Doi of right hip is (B)(6) 2006. Update rec'd 12/20/2013 - pfs received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/17/2014 update ad 1 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf has no allegation and no revision reported. The unknown depuy pinnacle hip that was reported in etq was updated to pinnacle metal liner. Added head and stem due to a large amount of toxic cobalt chromium in the patient blood. Added law firm in the facility name and updated the associated contact. The right hip was captured under (B)(4). Doi: (B)(6) 2009 -dor: none reported (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.